Event description:
A non-flow limiting dissection of the proximal cervical internal carotid artery was experienced secondary to positioning of the balloon guide catheter within extremely tortuous cervical vasculature. The tip of the balloon guide catheter was felt to injure the tortuous vessel wall. No extravastion was appreciated. The patient did require intravenous anticoagulation for medical management.